Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified circumflex artery. Following pre-dilatation with an emerge balloon catheter, a 3.00x24 synergy ii stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent had minor damage on it. Pre-dilation was performed again with a 2.5x12 emerge balloon catheter and another 30x24mm synergy stent was then advanced and was successfully deployed. The procedure was then completed. No patient complications were reported and the patient's status was fine.